Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's partner reported that customer was experiencing high blood glucose level 31 mmol/l. Insulin pump had insulin flow block alarm. Customer was experiencing nausea. Infusion set was in customer's body and they manually pushed insulin from tubing. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis. (B)(6), unomed set.